Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts rows 16 and 17 from the distal end distorted and lifted distally from the stent profile. The outer diameter (od) on the undamaged part of the stent was measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29dec2016. It was reported that advancing difficulties were encountered. Vascular access was obtained via the femoral artery. The 37x24mm, 79% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and non calcified left anterior descending (lad) to left circumflex (lcx) artery. A 2.50x38mm synergy¿ drug eluting stent was advanced but failed to reach the lesion. The device was removed from the patient's body and procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.